Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had hematochezia on (B)(6) 2023 and was treated with intravenous (IV) protonix (pantoprazole sodium) twice a day. A gastrointestinal (gi) blood loss study was planned but the bleeding resolved. A computed tomography (CT) of the abdomen and pelvis without IV contrast was performed on (B)(6) 2024 and revealed no evidence of intraabdominal hemorrhage. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2024 and revealed a normal esophagus, stomach, and duodenum. A colonoscopy was performed on (B)(6) 2024 and revealed nonbleeding small internal hemorrhoids, multiple diverticula in the entire colon, and a normal terminal ileum. A deep intubation of the terminal ileum was performed, and multiple sessile polyps were found in the transverse colon and sigmoid colon but were not removed due to ongoing concern for bleeding. An enteroscopy was performed on (B)(6) 2024 and hiatal hernia and gastritis were found but otherwise the test was within normal limits. A colonoscopy was performed on (B)(6) 2024, and the mucosa was coated with blood that cleared and no bleeding source was noted. The terminal ileum was normal and small polyps and diverticulosis was seen.